Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files were reviewed following the reported event of a no external power alarm. The reported no external power alarm was determined to be due to both power cables being disconnected from the mobile power unit (mpu) simultaneously; this is addressed under the system controller investigation. Review of the log files did not indicate any issues related to the mpu. The mpu was not returned for analysis. The root cause of the reported event could not be conclusively determined through this evaluation. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use, section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including no external power alarms. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the clinic for a routine follow-up when they reported a no external power alarm on (B)(6) 2025 but stated that they still had battery power and was unsure what caused the alarm. They also described that the batteries had become difficult to remove from the battery clips. The site inspected the clips and noted that the batteries were "sticking" when trying to remove. The clips were cleaned but the sticking did not resolve. Log files were submitted which captured no external power events while connected to the mobile power unit (mpu). It was recommended to have the patient bring the mpu into the clinic to inspect the patient cable and the screw-on connectors and pins